Event description:
On (B)(6) 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient or daughter for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient's daughter reported the alleged issue began on (B)(6) 2012 at 4:30pm-5:00pm. The patient's daughter reported blood glucose readings of "220 mg/dl" with the subject meter and "40 mg/dl" on another meter (doctor's unknown brand meter), performed greater than 30 minutes of each. As part of the patient's diabetes regimen, the patient's daughter claimed the patient is on pills with diet/exercise. Despite the alleged issue, the patient's daughter claimed the patient continued to administer her dose of glipizide pills once daily as usual. It was noted by the cca, that 45 minutes later, the patient became disoriented, passed out, and was incoherent. According to the daughter, the patient was hospitalized and was treated with intravenous (IV) fluids, glucose gel, and medicine (type not specified) was pumped in to her; however she does not recall whether the patient was tested on another blood glucose device. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, an approved sample site was used, the patient's process for testing was correct, and the test strips were in good condition; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the daughter claims the patient obtained an inaccurate high reading on the subject meter, developed symptoms suggestive of severe hypoglycemia, and reportedly received medical intervention from a health care professional (hcp) after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Strip lot #) information was not provided.